Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported settings jump around when trying to change via the touch screen or nav ring; unable to set parameters. The customer reported there was no patient involvement.

Manufacturer narrative:
Date new information available: (B)(6) 2017. Root cause: contamination buildups were found on the rotary adjustment assembly (nav ring) matrix that causes the nav ring not functioning properly.